Manufacturer narrative:
(B)(4) date sent: 02/23/2022 d4: batch # 255a85 h6: component code = electrical and magnetic (g02) device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh25p device arrived with the anvil not returned . The device was received with staples still in pockets although the green check mark illuminated upon insertion of the battery. During analysis, the shrouds were removed to inspect stop switch actuator. It was determined that the device required a reset. When the device was reset using a reverse battery, it fired normally. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 01/06/2022

Event description:
It was reported that during a lap sigmoid colon resection, would not fire. The check mark was already checked as thought the device had already been fired. They were able to remove the device. They opened a new stapler and battery and used that to complete the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.